Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated has been receiving repeated no delivery alarms. Troubleshooting was done. Customer blood glucose was 446 mg/dl. Customer treated with manual injection. The issue the was resolved by disconnecting her reservoir and tubing and by reconnecting. The insulin pump worked fine during the troubleshooting. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).